Event description:
A touchscreen responsiveness issue was reported, with the pump screen frozen and unresponsive to customer input, preventing interaction with the pump. There was no reported adverse impact on the customer's blood glucose level. The customer chose to reset the pump after receiving complete reset information from technical support, and the issue was resolved, allowing interaction with the pump screen.